Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a brush clogged in the forceps channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out of the suction port due to the clogging of the suction tube in the universal cord. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that foreign objects came out of the suction port due to the clogging of the suction tube in the universal cord. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / white-clouded area, the adhesive around the light guide lens was peeled / had a white-clouded area, and the plastic distal end cover had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. The customer aspirated water through the instrument / suction channel, the customer did not presoak the endoscope in the detergent solution, the customer wiped / brushed the instrument channel outlet with clean lint-free cloths / brushes / sponges, and the customer brushed the instrument channel / instrument channel port / suction cylinder. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review:there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, c23086714, was initiated by another facility. Conclusion: the root cause could not be identified; however, it is likely that the foreign material occurred due to insufficient cleaning (handling issue). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): the inspection method for the event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and inspection of the combination function with 3.8 related equipment". [Endoscope inspection] 1. Visually check the appearance of the operation part and scope connector part visually and hand that there are no abnormalities such as large scratches, deformation, or loose parts. 2. Visually check that there are no cracks, dents, bulges, edges, scratches, protrusions of metal wires from the inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, and falling off parts on the outer surface of the entire length of the insertion part, including the curved part and the tip. [Suction inspection] 1. Press in the suction button. Visually check that water is sucked into the suction bin. [Checking forceps channels] 1. Insert the treatment tool from the forceps stopper, and visually check with your hands that the treatment tool comes out smoothly from the suction and forceps opening at the tip of the endoscope and that no foreign matter is discharged. 2. Visually check and hand that the treatment tool pulls out smoothly from the forceps stopper. Olympus will continue to monitor field performance for this device.